Manufacturer narrative:
The field service engineer (fse) found a contaminated sample probe. The fse replaced the sample probe. The customer ran calibration, qc and performed a patient correlation with acceptable results. Section d8 was updated. Calibration was last performed on 29-sep-2022 with acceptable results. Qc was acceptable. There was no indication of a reagent performance issue. Multiple abnormal aspiration alarms were observed on the alarm trace data. The service actions resolved the issue.

Event description:
The initial reporter questioned high results for multiple patient samples tested for tina-quant hemoglobin a1cdx gen.3 (a1cx3) on a cobas pro c 503 analytical unit. The customer provided examples of discrepant results for 6 patient samples. Patient 1 initial result was 7.0%. The repeat from a different c503 unit was 5.8%. This result was believed to be correct as it matched the patient history. The sample was repeated again on the c503 unit in question with a result of 7.1%. Patient 2 initial result was 6.1%. The repeat from a different c503 unit was 5.1%. This result was believed to be correct as it matched the patient history. The sample was repeated again on the c503 unit in question with a result of 6.3%. On (B)(6) 2022 patient 3 (sample ID (B)(6)) initial result was 10.1%. The result from a new sample was 7.8%. The original sample was repeated on a different c503 unit with a result of 8.1%. On (B)(6) 2022 patient 4 initial result was 7.8%. The repeat from a different c503 unit was 6.8%. On (B)(6) 2022 patient 5 initial result was 7.3%. The repeat from a different c503 unit was 6.0%. On (B)(6) 2022 patient 6 initial result was 7.1%. The repeat from a different c503 unit was 5.8%. The initial results were reported outside of the laboratory. Amended reports were issued for all patients following repeat testing. The a1cx3 reagent lot number was 62958201 with an expiration date of 31-aug-2023.